Event description:
This companion 2 driver was not supporting a patient. A syncardia clinical support specialist reported that while she was conducting a training session at an implant center, the companion 2 driver exhibited a "left drive pressure incorrect" alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.